Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high pacing impedance measurement of greater than 2000 ohms. High pacing thresholds were also observed. An x-ray taken showed the ra lead to be fractured near the header of the device. Surgical intervention was performed and the ra lead was unable to be explanted so it was deactivated and a new ra lead was implanted in the patient. No additional adverse patient effects were reported.